Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal cover was not present when the scope was removed from the patient. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. A gastroscope was used to locate and retrieve the cover in the third part of the duodenum. The procedure was completed after a delay. There were no reports of patient harm or injury.